Event description:
The customer reported that the 840 ventilator screen went black while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Covidien was not authorized to eval and svc the device.